Event description:
A hemoglobin result of 709 g/dl and a wbc=491 k/ul using a cd sapphire analyzer. The analyzer. The sample was diluted 1:2 because of the high wbc result, yielding a hgb= 4.74 x 2 = 9.48 g/dl and wbc = 246x2 = 492 k/ul results. The customer has noted that the diluted hemoglobin result is higher than the undiluted result and is questioning which is the correct result. No impact to patient management was reported.